Event description:
It was reported that the customer was hospitalized for high blood glucose and his blood glucose levels were 340 mg/dl. No troubleshooting was performed as customer did not have supplies. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.